Event description:
Spontaneous report. Indication: disorder of brain, unspecified, other encephalopathy, disorder of center nervous system, unspecified. Patient's home health nurse reported pts curlin pump just alarms "system timeout" when powered up. Nurse put new batteries in powered it off and on several times and could not find this issue in the manual. No dose missed. Pump is available for return. No adverse event reported. Reported to cvs/caremark by: health professional.